Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed thirteen other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC leaking from hub". Additional information received 03/22/2022: a detailed description of the event: leaking at PICC hub. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal) infusion was the catheter fracture internal to the patient or external? External. What was infusion when the leak was discovered? Saline flush at time of insertion. Any patient symptoms related to fluid leak? No. Was the catheter removed? Yes was a new catheter placed? Yes. What type of catheter securement was utilized? PICC statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the syringe and the luer adapter. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC leaking from hub". Additional information received 03/22/2022: a detailed description of the event: leaking at PICC hub. ¿ at what point during device use was the leak discovered (i.e. Insertion, infusion, removal) infusion was the catheter fracture internal to the patient or external? External. ¿ what was infusion when the leak was discovered? Saline flush at time of insertion. ¿ any patient symptoms related to fluid leak? No. ¿ was the catheter removed? Yes was a new catheter placed? Yes. ¿ what type of catheter securement was utilized? PICC statlock.